Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008-, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
(B)(6) 2013, mpxr 147858 (rep, hcp): it was reported the patient could not charge their stimulator. It was noted this was the patient¿s third overdischarge. It was reported the physician mode recharge (pmr) successfully reset the device. It was noted a power on reset (por) occurred. It was reported the stimulator needed to be replaced with a non-rechargeable, but a date was not set. It was noted the patient was unable to turn stimulation on or start a normal recharge.